Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2208-70, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2208-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads migrated into the gutter. The patient underwent a revision procedure wherein the leads were replaced in order to get them in a better spot. The patient was doing well postoperatively. The explanted leads were discarded.